Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it shutting down unexpectedly could not be duplicated. Ventec downloaded the device's service logs for analysis and was able to verify that the device did experience an abnormal power event, thus confirming the reported issue. As a precaution, ventec replaced the control board. Proper device operation was observed through functional and performance testing. The cause of the reported issue could not be determined.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device unexpectedly shut down by itself. There was patient involvement associated with the reported event. The reporter advised that there was no harm to the patient as a result of the reported issue. No further details were provided.